Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with a notice: draining slowly message and m31 air detected in cassette warning during their pd treatment. A fluid leak was subsequently discovered during tx complete - step 9. The patient was connected during the incident. Fluid was discovered in the pump module area and on the external portion of the cassette. The patient stated fluid leaked from the cassette into the cassette door. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient contact confirmed the reported event of fluid discovered in the pump module area and on the exterior of the cassette. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete treatment on the cycler on the night of the reported event. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with a notice: draining slowly message and m31 air detected in cassette warning during their pd treatment. A fluid leak was subsequently discovered during tx complete step 9. The patient was connected during the incident. Fluid was discovered in the pump module area and on the external portion of the cassette. The patient stated fluid leaked from the cassette into the cassette door. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient contact confirmed the reported event of fluid discovered in the pump module area and on the exterior of the cassette. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete treatment on the cycler on the night of the reported event. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.